Event description:
It was reported that the patient's blood glucose level rose to over 500 mg/dl (displayed as ¿high¿ with no numeric reading) while wearing the pod between 1 and 4 hours. The pod caused pain and discomfort and the needle felt like it didn¿t go in properly. The caregiver alleged that the pod failed to delivery insulin properly. It also reportedly caused a bump and redness at the insertion site. The caregiver stated that the insertion site is usually prepped with an alcohol wipe. The patient had to resort to their back-up method of managing their diabetes or manual injections. The patient was able to successfully resume treatment.

Manufacturer narrative:
Bbb locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Bbb.